Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient is implanted with a scs system which includes two leads from same lot. It was reported the patient was not receiving effective stimulation in her lower legs and feet, thus the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was removed and replaced with an axium drg system. The patient is receiving effective stimulation and issue has been resolved.